Event description:
During evaluation of the device by a philips fse, it was noted that the device energy output was low. When 200j was selected, the energy output was 180j. There was no patient involvement.